Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "incident occurred during a total gastrectomy procedure for radiocarcinoma of the greater gastric curvature, performed using robot-assisted laparoscopy. During removal of the surgical specimen an active bleeding of abundant red blood behind the hepatic pedicle impossible to control by laparoscopy was observed. Decision was made to convert to median laparotomy straddling the umbilicus. There was a loss of 1 litter of blood in a few minutes, as the clip previously placed on the stump of the right gastric artery came off. A 20-gauge forceps was applied to check hemostasis. Peritoneal cleansing with saline until completely clear was performed. 2 x 5mm clips were applied at the stump with good hepatic flow. Insertion of jackson prat drains and fascial, subcutaneous and cutaneous closure. In conclusion, it was a clip coming off a blood vessel that created a hemorrhage". Additional information received states that the defect was found at the end of the procedure. The patient did not require a blood transfusion, "crystalloid filling only". The patient's status is "he is back home".